Manufacturer narrative:
(B)(4). Concomitant medical products: unknown, 36 mm triligy poly liner, unknown, unknown, size11 versys revision femoral stem , unknown, unknown, 58 mm continuum trabecular shell, unknown. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2018-05082. Customer has indicated that the product will not be returned to zimmer biomet for investigation, [remains implanted]. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient suffered displacement after clicking and popping sound which was reduced in ER. Right hip pain and back pain were also reported. No more information was made available.

Event description:
Upon reassessment of the reported event, it was determined an MDR should not have been filed under the current MFR number. This event will be reported on 0002648920-2019-00171.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined an MDR should not have been filed under the current MFR number. This event will be reported on 0002648920-2019-00171.

Manufacturer narrative:
Cmp-(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: reported event was unable to be confirmed due to insufficient information provided by customer. Device history record (DHR) review was unable to be performed as the lot number was not provided. A definitive root cause cannot be determined with the information provided. If any further information is found which would change or alter any information or conclusions, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.